Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an unknown distal femur implant broke at some time post-operative. No further information is available at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6) date of post-operative breakage is unknown. This report is for an unknown distal femur implant. Date of original implant procedure is unknown. At this time, it is unknown if the broken device has been explanted. (B)(6). Unknown, as specific part and lot numbers for the complainant device were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.